Event description:
Customer reported the phosphor is burned in on both monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced both monitors. System operates as intended.